Event description:
It was reported that a fastener felt off from a siderail transfer plate while the device, a ook-cocoon medical bed, was being inspected prior to initial inservicing. This was a out of the box issue, the device had not been put in service.